Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4) - veritas, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 28mm amplatzer amulet 2 was chosen for implant. Post-procedurally, the patient presented to the emergency department with complaints of shortness of breath. A transthoracic echocardiophy (tte) noted a small pericardial effusion. No intervention or medical treatment was reported to treat the pericardial effusion. It was also reported the patient was admitted to the emergency department on (B)(6) 2025 for congestive heart failure. A limited 2d tte noted small pericardial effusion, chest x-ray noted bibasilar streaky opacities and possible atelectasis, computed tomography angiography (cta) noted left basilar subsegmental atelectasis, and electrocardiogram (EKG) reported atrial fibrillation. It was reported on (B)(6) 2025, patient had episodes of low blood pressure that was stabilized. Patient was given 1x lasix. Repeat echo on (B)(6) 2025 was normal and no pericardial effusion was reported. The patient was reported discharged on (B)(6) 2025.

Manufacturer narrative:
Upon further review, it was determined that the reported event did not meet the criteria for MDR reporting under 21 cfr 803. Amulet 2 is currently part of an FDA-approved investigational device exemption (ide) trial and is not considered same or similar to the amplatzer amulet device. Due to design modifications, the FDA has requested additional pre-market clinical data to ensure these changes do not significantly impact the device¿s safety, effectiveness, or indications for use. As such, amulet 2 is not deemed as same/similar and does not meet the criteria for MDR reporting at this time.

Event description:
N/a.